Event description:
An attempt was made to implant an endeavor sprint rapid exchange drug eluting stent diameter 3.5 mm length 30 mm in a pt. It was reported that when the physician took the device from the package and removed the protective sheath, the stent was removed with the sheath. The delivery system was used to pre-dilatate the target lesion. Another non-medtronic stent was used to complete the procedure. No health hazard was caused to the pt.

Manufacturer narrative:
(B)(4). Eval, results: (device eval pending), (balloon of sds was used for pre-dilatation). Conclusion: no conclusion can be drawn (device eval pending), (balloon of sds was used for pre-dilatation).